Manufacturer narrative:
(B)(4). Date sent: 07/14/2025. D4: batch #485a78 and 822a51. Additional information was requested, and the following was obtained: could you please give more information about the event description? A: there was a misfire form the stapler in the second reload the staples have been fired without stapling leaving the stomach opened. Are there pictures/videos available for this complaint? A: yes, uploaded to the report. (Attached). What are the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.)? A: the surgery delayed 180 min., with extended hospitalization and more test for avoid complications. General/bariatric surgeon, mainly bariatric, 5y experience, fellowship in UK hospital is one of the largest institutions in saudi, around 1000 bariatric procedures/a the incident happened beginning of may, involving powered echelon with gst and slr female patient, bmi 40, no comorbidities, sleeve gastrectomy first firing: green with slr, no issues, second firing: green with slr, "weird sound" while firing, specimen side stapled regularly, sleeve side did not staple but cut (as seen in the picture) tissue was not thick he finished the procedure with a new stapler, and then oversewed the defect intra-op double leak test okay post-op swallow okay little more nausea and emesis than regular kept patient one day longer in the hospital, but no patient consequences patient is fine during follow up investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60g reload was received and loaded into the psee60a device. The batch number on the device showed that the device was expired as of 2024. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. The reload was received with the right side fully fired, the left side outer row fully fired, and the left two inner rows partially fired 1/5. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the one-piece sled has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device and reload batch numbers 485a78 and 822a51, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, it was observed that the stapler fired without stapling. It was reported that the stomach side from the reload showed staples opened without closing which require the surgeon to make over suturing along the stomach fear from leaking, the patient went under observation many days after the surgery fearing from case deterioration. They withdrew the stapler and opened a new one to complete the procedure successfully with a delay of 180 minutes. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 8/12/2025. H1: not reportable. Upon re-review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.